Event description:
It was reported that during implant the rv set screw would not function. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was found to have a missing rv set screw when it was received for analysis. The presence of the rv set screw could not be confirmed via x-ray imagery recorded during manufacturing.